Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they had faulty infusion sets. Customer's blood glucose level was 485 mg/dl. The customer took insulin via syringe to treat his blood glucose level. The device was not returned.